Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a leak unable to press reg highest 280. Customer stated device was not passing pressure regulator test. Was not able to reach 390 rpm as well as failing drive manifold test. Iabp was swapped with another one to avoid therapy delay. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 type of investigation, investigation findings, component code, investigation conclusion. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Customer stated device was not passing pressure regulator test. Was not able to reach 390 rpm as well as failing drive manifold test. Onsite confirmed device was failing unable to reach pressure needed. Replaced compressor (d119-00-0236) along with drive manifold (d104-00-0031). Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).